Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to recurring incontinence. It was noticed upon explant that the cuff was too loose. The device was explanted and replaced. There were no patient complications.